Manufacturer narrative:
The technician found three casters were failing. The technician replaced the casters and used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the brake will set but does not hold.